Event description:
It was reported that the ventilator failed gas supply test during pre-use check. Furthermore, whistling noise was noticed from the gas modules during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The reported issues could be duplicated. The inspection revealed that the nozzle units for the gas modules were found defective causing the reported issues. Both nozzle units and the bacteria filter for the air gas module were replaced. After the replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The conclusion is that the root cause to the reported issue was defective nozzle units for the air gas module, however no logs were received and the faulty parts were scrapped by the customer and have not been returned for further investigation.

Event description:
Manufacturer's ref.#: (B)(4).